Event description:
It was reported by the customer that the device was displaying the charge pak and low power icons. The reported problem was found during routine device inspection/testing.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.